Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event.

Event description:
Treatment of a davf with onyx. During onyx injection, it was reported the catheter ruptured at 15cm from the distal tip and onyx was diffused into the guide catheter. No pt injury reported. Same event as MDR# 2029214-2009-00327.